Event description:
The pt was having episodes of syncope. The ECG captured p-waves and no ventricular activity. Atrial iegm shows asvs with no ventricular activity. Lead impedance on ventricular is 600 ohms. Battery voltage 2.64v. Pt was admittted through emergency room to hosp. Pacer was programmed to voo mode and same phenomenon occurred, no ventricular pacing due to unknown cause. Pacemaker and lead replacement is scheduled.